Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was displaying an error message "maintenance required, code 5, no trigger signal, battery maintenance required. Equipment did not recognize battery charge.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, g1, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) observed the device and a battery test was performed and the equipment was left cycling for more than 2 hours and it showed no more defects as shown in the attached photos. Equipment tested and released for use.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was displaying an error message "maintenance required code 5, no trigger signal, battery maintenance required". Equipment did not recognize battery charge. Issue was found during routine check-up and there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(event site telephone), h6 (medical device ¿ problem code).

Event description:
N/a.